Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure of subcutaneous tissue in a total hip replacement procedure, two different suture strands broke. Another suture was opened to complete the procedure. There was no patient injury.